Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of noticing "burn marks" at her scs ipg site. The patient stated her ipg site becomes warm to the touch and uncomfortable when the stimulation is on. Also, the discomfort increases when charging the ipg. A replacement charger sent to the patient did not resolve the issue. Surgical intervention is planned for a later date to address the issue.